Event description:
It was reported that the device would not turn on when connected to either side. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the motor control board.

Event description:
It was reported that the device would not turn on when connected to either side. There was no patient involvement.